Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the two dignisheild rectal tube caused pressure injuries with the time span of six weeks therapy dates. It was unknown what medical intervention was provided for pressure injury.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "materials of construction are not biocompatible or inadequate biological evaluation". It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: do not use on patients known to be sensitive to or allergic to any components". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two dignisheild rectal tube caused pressure injuries with the time span of six weeks therapy dates. It was unknown what medical intervention was provided for pressure injury.